Event description:
Md attempted to discontinue blake drain from patient's right upper chest. The drain tubing broke during removal, leaving a portion of the tube inside the patient. Mds explained the situation to the patient. Site dressed by the mds. Patient required surgical intervention to retrieve broken off piece of drain.